Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a backflow occurred with a clearlink secondary medication set due to a defective check valve. This allowed solution from the secondary bag to flow into the primary bag despite appropriate set-up. The secondary bag had been filled with vancomycin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The malfunctioning check valve was on the unspecified primary solution set, not the secondary set. The product could be manufactured by (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During back flow testing, the reported defect was verified. The cause of the condition was not determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.